Event description:
The customer reported that while the panorama central station was in use monitoring pts along with bedside monitors and ambulatory telepacks, the central station display went out. No pt injury was reported.

Manufacturer narrative:
The customer's biomed replaced the display with a generic lcd display. When the company service rep arrived at the site, he replaced the generic display with a factory approved from the service spare equipment pool. He returned the original display to the factory for repair, where the power board and touchscreen were replaced. The display was returned to the customer and installed by the service rep. The system was tested to factory specifications. It functioned normally and was returned to use. (B)(4).